Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an allergic reaction was suspected for devices implanted on (B)(6) 2019. No device malfunction were detected. It is unknown if revision surgery has been scheduled. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screw 3.5 mm, self-tap, length 12 mm (part# 413.012, lot# unknown, quantity# 1), 3.5mm ti locking screw self-tapping 16mm (part# 413.016, lot# unknown, quantity# 1), 3.5mm ti locking screw self-tapping 18mm (part# 413.018, lot# unknown, quantity# 1), cancellousscr 4 full-thr l50 (part# 406.05, lot# unknown, quantity# 1), lcp 1/3-tub-pl 3.5 9ho l112 (part# 441.391, lot# unknown, quantity# 1).